Event description:
Material#: unknown. Batch#:unknown. It was reported by the customer the syringe had a crack and didn¿t inject all meds. Verbatim: rcc received a complaint via email. Email(s) attached. The syringe had a crack and didn¿t inject all meds. Product: revestive. Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information received. Material#: unknown, batch#:unknown. It was reported by the customer the syringe had a crack and didn¿t inject all meds. Verbatim: rcc received a complaint via email. The syringe had a crack and didn¿t inject all meds. Product: revestive. Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.